Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked during priming. The nurse saw the saline dripping at the point where the spike and tubing attached. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: (B)(6) 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye which revealed spike came apart from the tubing. The reported condition was verified. By the nature of the sample, no additional tests could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.